Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer received a questionable low parathyroid hormone (parathormone, parathyrin) - pth, intact (stat) result for one patient sample. The initial result was 21.81 pg/ml and was reported outside the laboratory to the physician. The physician requested repeat testing as all previous results for this patient were high (>1000 pg/ml). The same sample tube was repeated on (B)(6) 2016 and the result was 1493 pg/ml with a data flag. The patient was not adversely affected. The reagent lot number was 188039. The expiration date was requested, but was not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the available data, the most likely root causes include the use of a not specified tube with a too short diameter of 12mm, the tube not placed straight in the sample rack which could cause pipetting issues, or a preanalytical issue.